Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing on current and episode electrograms (egm). It was further reported that  suspected implantable pulse generator (ipg) failure was observed on the electrograms. The ra lead and ipg remains in use. No patient complications have been reported as a result of this event.